Event description:
It was reported that the patient tripped and fell. At the same time, the lead integrity alert was triggered on the right ventricular (rv) lead due to short interval counts (sic) episodes and non-sustained tachycardia (nst). Noise was noticed on the lead, but it was not reproducible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).